Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implanted neurostimulator had been overdischarged for the second time and the manufacturer had been unable to get the device out of an overdischarged state. It was also reported that the patient could not recharge for more than 20 to 30 minutes at a time because the implanted neurostimulator would heat up while recharging.